Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 558-589 mg/dl with moderate ketones. The cause of the high bg was unknown. Customer administrated a manual injection to address high bg. The customer declined troubleshooting with tandem technical support.